Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that got several pump errors in the past few hours. They got pump errors. Pump rewind and displacement test cannot be completed. Customer inserted a new battery and got a no power error. The customer's blood glucose was unknown at the time of incident. Troubleshooting did not resolve the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit passed sleep current measurement, active current measurement and selftest. No unexpected pump error noted during testing. Unit received with constant pump error alarms during rewind due to corrosion on motor home switch. Unable to perform displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error alarms. Unit received with scratched casing, minor scratches on lcd window, scratches on display window cover, pillowing keypad overlay, faded serial number label, peeling end cap address label, corrosion on force sensor assembly and corrosion in battery tube.